Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices had broken sears. There was no patient involvement.

Event description:
It was reported that the devices had broken sears. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the primary cause of the reported sear breakage is being attributed to the use of a non-approved cleaning chemicals which lead to plastic embrittlement and environmental stress cracking. The are no similar complaints identified from this lot of sears or other lots shipped to customers in the last 12 months ((B)(4) large volume pump devices). Bd mechanical engineering also confirmed that sears exposed to virex tb resulted in identical breakage as was observed by the facility. Bd engineering to continue to investigate supplier/molding processes to identify opportunities to continue to strengthen the sear.